Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes had an event of blood splatter. The following information was provided by the initial reporter: the nurse was using the vacutainer to draw blood after an IV start. As she pulled the green top vacutainer tube off the luer-lock device, a needle was sticking out of the green tube which began spraying blood out toward nurse and floor. It is reported non patient needle broke off, sticking to vacutainer stopper as well as exposing needle. It was reported there was no exposure to blood/bodily fluids. This complaint was created to capture the 2nd of 2 related incidents.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for failed stopper function with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes had an event of blood splatter. The following information was provided by the initial reporter: the nurse was using the vacutainer to draw blood after an IV start. As she pulled the green top vacutainer tube off the luer-lock device, a needle was sticking out of the green tube which began spraying blood out toward nurse and floor. It is reported non patient needle broke off, sticking to vacutainer stopper as well as exposing needle. It was reported there was no exposure to blood/bodily fluids. This complaint was created to capture the 2nd of 2 related incidents.